Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for evaluation. Upon connecting the generator to an external power source, the generator was powered on successfully. The error message described was able to be replicated. The dispersive cable on the connector board was found loose and the connector board was replaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause for the reported error message and subsequent cancellation was isolated to the connector board.

Event description:
During a procedure, an alarm displayed and auto ablation was not able to be performed. The grounding pads and cables were replaced, providing no resolution. The procedure was cancelled and there were no patient consequences.